Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the patient¿s one (1) hour lock-out interval was not programmed into the pca pump before infusing and the patient received more hydromorphone than intended. The clinician programed a hard max per 1 hour of 3 mg under the hydromorphone naïve therapy. The clinician received a ¿hard max¿ alert prompting them to ¿reprogram¿ and "max limit¿ then was left as ¿none¿. There was patient involvement but no harm.

Event description:
It was reported that the patient¿s one (1) hour lock-out interval was not programmed into the pca pump before infusing and the patient received more hydromorphone than intended. The clinician programed a hard max per 1 hour of 3 mg under the hydromorphone naïve therapy. The clinician received a ¿hard max¿ alert prompting them to ¿reprogram¿ and "max limit¿ then was left as ¿none¿. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.